Event description:
It was reported that removal difficulties were encountered. The 60% compression stenosed target lesion was located in the moderately tortuous and moderately calcified left common to external iliac vein. A 18x90x75cm venous wallstent was inserted through left common femoral vein over a 0.35 amplatz wire. However, slightly difficulty in advancing the tortuous vessel was encountered. It was noted that the stent was partially deployed and was too short. Recapturing the stent was difficult and had to deploy it and capture it in torturous area to fully recapture. Difficulty removal of the stent was also encountered. Subsequently, it was pulled out successfully intact from the patient. Upon removal of the stent, possible kink was noted with the shaft. Another 18x90x75 venous wallstent was used and completed the procedure successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: venous wallstent 18x90x75cm was received for analysis. The device was received with the stent over constrained on the device. The investigator successfully deployed the stent without issue. A visual examination found no damage to the deployed stent. A visual examination identified no damage or issues with the stent holder/cup or tip of the device. A visual and tactile examination found the outer sheath to be partially separated at more than one location. This type of damage is consistent with excessive force being applied to the device. This concludes the product analysis.

Event description:
It was reported that removal difficulties were encountered. The 60% compression stenosed target lesion was located in the moderately tortuous and moderately calcified left common to external iliac vein. A 18x90x75cm venous wallstent was inserted through left common femoral vein over a 0.35 amplatz wire. However, slightly difficulty in advancing the tortuous vessel was encountered. It was noted that the stent was partially deployed and was too short. Recapturing the stent was difficult and had to deploy it and capture it in torturous area to fully recapture. Difficulty removal of the stent was also encountered. Subsequently, it was pulled out successfully intact from the patient. Upon removal of the stent, possible kink was noted with the shaft. Another 18x90x75 venous wallstent was used and completed the procedure successfully. No patient complications were reported.